Event description:
The customer's mother reported via phone call that the insulin pump did not start counting on the insulin pump as it should have during the fill step of the prime process. The caller stated that insulin squirted out during the manual prime procedure. The customer's blood glucose was 95 mg/dl. She reported that she and the customer had been having issues with reservoirs from the current lot they have. She stated that they could connect the reservoir with the insulin via fine, but the blue transfer guard seemed to want to come off when she pulled back on the plunger. She advised that an infusion set change resolved the prime rewind anomaly. She stated that the motor slowed down and numbers ramped on the screen. She was advised that the issue may have been due to a possible temporary vent blockage. The caller was advised that the reservoirs would be replaced and she agreed to return the reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.